Event description:
It was reported that during a gyn procedure, the device heated up and melted the b5lt. There was no additional info available at this time.

Manufacturer narrative:
(B)(4). Date sent: 06/29/2010. Melted sleeve. Eval summary: the analysis results found that the device showed damage at the tip of the sleeve. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. A batch record review was performed and no anomalies were found during the mfg process.